Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the defibrillation therapy cable assembly to resolve the issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation energy. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.